Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined high resistance on the shock button was the cause of the reported issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
The supplemental 001 medwatch report indicates: results code: blank. The supplemental 001 medwatch report should indicate: results code: 3257.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's main keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.